Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, both t's were quite simple, but then the knot could not be pushed forward and fixed. Knots could not be loosened anymore and it had to be removed and a new fast fix was inserted. No delay or patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the reported fast-fix 360 curved needle delivery ei system, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the suture would not cinch properly. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: spacing of the ts beyond instructions for use recommended limits. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
H10: h3,h6: the reported fast-fix 360 curved needle delivery system, used in treatment, has been returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle but were returned. Examination of the construct showed t1 is missing its distal end. T2 is slightly bent. The sutures sliding knot is locked and has been cinched within 10mm of t1. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: placing the ts further apart than recommended by the instructions for use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.